Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the outer insulation was abraded at 12.4 cm to 12.7 cm from the connector pin. The abrasion was consistent with exposure to constant friction with another implantable device. This likely contributed to the reported electrical anomaly.

Event description:
It was reported that the lead exhibited noise and over sensing. The lead was explanted and replaced.